Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found black rubber material stuck in the nozzle and was clogged and due to clogging of nozzle the water supply volume does not meet the standard value. This condition was attributed due to insufficient cleaning/reprocessing issue. Furthermore, the following findings were noted during device evaluation: due to wear of angle wire the bending angle in up direction does not meet the standard value, due to deformation of up/down knob the bending angle in up direction does not meet the standard value, objective lens has a crack, distal end cover has a scratch, adhesive on bending section rubber has wear, universal cord has buckling, and label on suction connector is peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had blockage in the water channel. The issue was found during reprocessing. There were no reports of patient harm. Device evaluation found black rubber material stuck in the nozzle. This report is being submitted due to the finding of foreign material (handling/insufficient cleaning issue ) identified during device evaluation.